Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called unit was alarming "low vacuum", the unit will be swapped out and taken to biomed. There was no patient effects reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected information - d1, d4 (version or model, catalog, unique identifier (UDI)), g2. ICU rn called to report that the cs300 was alarming for ¿low vacuum¿. Heart rate was within normal limits. He will change the console and have it taken, labelled, to biomed. No patient effects. No service order available and no information available for the service repair done. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no repair information.